Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 486 mg/dl at the time of the incident and almost a blood glucose value of 500 mg/dl. Customer treated with syringe. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display was noted. The pump was monitored for a day and no unexpected powering off or blank display was noted. No audio or beep anomaly noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.